Event description:
It was reported that during a laparoscopic hemi colectomy procedure that the device quit working midway through the case. It would not activate at all. The instrument was removed and reassembled. But it still failed to work. A new device was opened and then worked well throughout the remainder of the case. No adverse patient consequence. Case completed with another device of the same product code.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.